Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. After the therapy, the foley balloon would not deflate. The physician tried several methods to deflate the balloon including drawing back fluid, inserting a wire up into the catheter to pop the balloon, and finally cutting the port. The balloon only deflated halfway. The catheter was removed with the balloon partially inflated. The pt experienced some discomfort. The pt did not require a catheter, was reportedly "fine" and required no further follow-up treatment.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.